Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a us registered nurse and concerns a male patient. The patient was injected with 3 syringes of radiesse(+) to the angle of the jaw, pre-jowl fold, and chin on (B)(6) 2019. Lot 100120657 (expiry 06/04/2021). The injections were supra periosteal. Prior to injection a didactic on anatomy tool and review of the antegonial notch were done. The patient "clenched down". The masseter muscle on the medial aspect was felt and followed down to mark the notch to avoid injecting in this area. On (B)(6) 2019, the patient reported tongue tingling, teeth hurt and tonsil swollen on right side. Corrective treatment reported as lortab (hydrocodone/paracetamol) which did not help. In the opinion of the physician/medical director, the events are unrelated to the radiesse(+). Follow up information was received from the owner of the spa on (B)(6) 2019: the patient experienced blanching on the mucosa around the teeth. On the right side, there was swelling around the antegonial notch which was visualized and palpated. The patient believed this to be a swollen right tonsil. Planned corrective treatment included hylenex (hyaluronidase) injections, medrol (methylprednisolone) dose pack, viagra (sildenafil), aspirin (acetylsalicylic acid) and other medications that were not reported. It was not confirmed that this treatment was administered. On (B)(6) 2019, the office reported that the patient was admitted to the hospital. Follow up information was received from the spa owner on (B)(6) 2019: the patient's initials and date of birth were reported. Medical history and concomitant medications reported as none. During injection, the (B)(6) patient complained of tongue tingling and numbness. After injection, the patient lost feeling in his tongue and his speech was slurred. That evening, the patient was getting worse and was in a lot of pain. He took an unspecified pain medication on his own. The reporter spoke to the patient through face time that evening. His speech was again slurred and his neck was swollen. There was no discoloration apparent. He had swelling with pain in the chin. As the patient has a beard, it could not be determined if blanching was present. When the patient opened his mouth, it was apparent he had a vascular occlusion. The patient presented back to the injector's office that same evening and was diagnosed with a vascular occlusion by the physician. Corrective treatment confirmed as six vials of hylenex (hyaluronidase), heat, massage, prednisone, an unspecified antibiotic and valtrex (valacyclovir). The patient declined to take viagra (sildenafil). Since there was no sodium thiosulfate available in the injector's office, the physician referred the patient to the emergency room (ER) and provided the occlusion protocol to the ER physician. When the patient presented to the ER, he was assessed by a plastic surgeon as having nerve damage not a vascular occlusion. The patient was not hospitalized. He was in excruciating pain. The following morning, the patient presented to a colleague of the spa owner's and was assessed as having a vascular occlusion. Sodium thiosulfate was injected. On (B)(6) 2019, the patient reported feeling better and seeing progress. He presented to a cosmetic dentist that same day because his veneers were uneven since getting the radiesse(+) injection. He also complained of some sensitivity when he bites down. On exam, the cosmetic dentist noted a small area of necrotic tissue, also described as hard tissue, in the patient's mouth. The patient is scheduled to see an oral surgeon on (B)(6) 2019. In the opinion of the reporter, the events were related to radiesse(+).